Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of anaphylactic shock is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in the lip with unspecified hyaluronic acid filler. At an unspecified time after this injection, patient had an anaphylactic reaction. Hcp has inquired whether it would be best to inject area with hyaluronic acid or hyaluronidase.